Event description:
It was reported that when using the bd pyxis¿ medstation¿ es whole drawer 6 failed. The customer restarted the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer arrived at the station and had the customer log in and navigate to storage space recovery. The fse was unable to log into the hardware testing application due to duplicate cubie assignments, so the customer logged in instead. The fse returned to storage space recovery and recovered all spaces, but the inventory was lost during the process. Once recovery was completed, the fse logged into the hardware testing application. The fse tested the cubies and then opened the lids so the customer could retrieve the medications that needed to be reassigned. The customer then logged into the hardware testing application and reassigned the medication. The system functioned as intended after the field service engineer repaired the device.